Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that for the last week and a half, the patient had been hurting a lot worse. When the patient turned stim off, he did not hurt as bad. Later, the patient saw the doctor, and an x-ray was performed. The x-rays didn¿t show any problem with the lead wire. The healthcare professional (hcp) recommended further programming. The patient asked to speak with a manufacturer's representative. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.